Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the machine shuts off immediately once unplugged from power.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shuts off as soon as it's unplugged is confirmed. The scanner will shut down in a few minutes after unplugged from power supply with a full charge. The root cause of the reported issue is an internal battery failure. The device was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number dyatac043 showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the machine shuts off immediately once unplugged from power.

Event description:
Per tm: the machine shuts off immediately once unplugged from power.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shuts off as soon as it's unplugged is confirmed. The scanner will shut down in a few minutes after unplugged from power supply with a full charge. The root cause of the reported issue is an internal battery failure. The device was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.